Event description:
It was reported that "fluids back flow to the transfer set even after closing the twist clamp¿ during use of a minicap transfer set; further described as "the twist clamp was faulty". This occurred after peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. The photographs were visually inspected with the naked eye and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.